Event description:
It was reported that a red alert was received for this pacemaker due to an out-of-range (oor) pacing impedance measuring greater than 2000 ohms on the non-boston scientific right ventricular (rv) lead. It was noted that the health care professional (hcp) has been monitoring this lead for awhile. At this time, the pacemaker and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).